Event description:
The company was informed that the pt experienced loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.